Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the outer sleeve (03.122.053) and the drill sleeve (03.122.054) were received with the reported condition of functional issues. The visual inspection confirmed that the outer sleeve is significantly deformed at the area of the slotted tip. Besides, the outer sleeve and the drill sleeve present normal signs of use. The complaint condition is confirmed as these two instruments cannot be properly assembled due to the deformation of the outer sleeve. Both instruments were manufactured according to the specification (lot#2l14466 in nov 2018, lot 8626047 in oct 2013). After a visual inspection,it is determined that the reusable instrument (part# 03.122.053) is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 03.122.054, lot: 8626047, manufacturing site: hägendorf, release to warehouse date: 17.october 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a target sleeve was stuck and did not diverge after two (2) applications. It was unknown when was the issue discovered. There was no patient involvement reported. This report is for one (1) 5.0/2.9 mm drill sleeve. This is report 2 of 2 for complaint (B)(4).